Event description:
It was reported that: new sac arterial catheter reported with a bent guide. The issue was identified prior to use. There was no patient imvolvement.

Manufacturer narrative:
(B)(4). The customer report of a guide wire kinked in the package was confirmed by visual inspection of the customer supplied photos. The photos show kinking of the guide wire inside the package, as well as creasing of the guide wire protective tubing within the sealed kit. Kits of this nature contain a "do not bend" warning on the front of the lidstock. The manufacturing site indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: new sac arterial catheter reported with a bent guide. The issue was identified prior to use. There was no patient involvement.

Event description:
It was reported that: new sac arterial catheter reported with a bent guide. The issue was identified prior to use. There was no patient imvolvement.

Manufacturer narrative:
(B)(4).